Event description:
It was reported to boston scientific corporation in late 2008, that a pinnacle pelvic floor repair (pfr) kit was used during a pelvic floor repair procedure (patient weight is unknown) performed the same day. During the procedure the physician had both legs of the device through the sacrospinous ligament and removed both plastic sleeves. When the physician took "hemostats" to pull the legs so they could cut the excess mesh away, the mesh leg tore. The physician was not confident that the leg would hold sufficiently, therefore the device was removed from the patient. Another pinnacle pelvic floor repair (pfr) kit was used to complete the procedure with no further complications. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacturing and expiration dates are unknown. Visual inspection of the sample revealed the #2 and #3 leg assemblies were returned and the mesh was badly torn. Slight peeling and bunching was observed on leg component #3. The device history record (DHR) was performed; no anomalies were noted. All other acceptance records demonstrate that the lot was manufactured in accordance with the device master record. The root cause of the reported malfunction is mesh was torn by a sharp edge on the hemostats.